Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient reported she did not receive an alert for a hypoglycemic event. She had been napping post-dialysis when her blood glucose dropped. Emergency medical services (ems) was called, and she was transported to the emergency department where she was treated with dextrose 50, fentanyl and discharged home. She reviewed the data on her receiver, and it showed that during the time of the event, no data, values, alerts or messages occurred. The patient stated her blood glucose usually decreases after dialysis, her continuous glucose monitor (cgm) would alert and she would self-treat. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. At the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.